Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing detached at the quick release. The patient noticed insulin coming out of tubing about three hours after set change and this issue occurred with six sets. No further information available.